Event description:
The following was reported to gore from the avg 22-09 viedoc study database: on (B)(6) 2024, this 38-year-old male patient underwent a bypass procedure of a gore® acuseal vascular graft (graft) in the left forearm for dialysis. A previous gore® acuseal vascular graft (graft) in the right upper arm was not functional anymore and was explanted during this procedure. As reported, it was not possible to use this pre-existing av graft because it was already punctured many times. This patient had also a central venous catheter (cvc). There was no infection at this time. The patient was discharged on (B)(6) 2024. On (B)(6) 2024, during the first visit after the implantation, it was reported that a hematoma led to in-patient hospitalization. As the patient lives nearby pavia, the patient was admitted to a dialysis hospital there. The patient had arm swelling (edema, due to postoperative hematoma), which was judged as a phisiological consequence of the recent surgery. The patient was kept seen regularly and persistent swelling of the arm was noticed. There were no local signs of infection, neither fever. The graft could not be used yet due to this swelling, so the hematoma was observed to heal. The hematoma on its own, with no sign of infection, there was no reason to perform a graft explant, so it was not considered at that time. On (B)(6) 2024, persistent fever was reported, which led to in-patient hospitalization in pavia again. On (B)(6) 2024, it was noted that the patient was diagnosed with sepsis originating from hemodialysis catheter that led to in-patient or prolonged hospitalization. The sepsis was confirmed through cultural laboratory tests (date unknown), where enterobacter cloacae was isolated in blood and on the cvc the patient had. An antibiotic therapy was introduced. On (B)(6) 2024, the patient was transferred to the study center in varese (infectious diseases department). Because the patient was admitted to a hospital in pavia before, the study center in varese had could not collect the recent medical history. On the same day, the fever was resolved without sequelae. On (B)(6) 2024, the patient underwent a repeat intervention because of the hematoma and sepsis. Also, the graft was explanted due to a reported infection. It was decided to explant the graft, which was sent back to the laboratory for cultural examination to search for bacteria. Lab results for graft were negative. It was reported that the patient had sepsis, fever and bruise on the implanted arm. The surgical wounds then re-opened as a result of ongoing complications for the patient. It was reported the implanted graft had not been cannulated since the implantation on (B)(6) 2024. The graft was not cannulated because the patient had hematoma on the implanted arm, which did not resolve. Moreover, the patient had sepsis and fever. Due to the patient's ongoing issues, cannulation was not possible. The physician elected to explant the graft on (B)(6) 2024. The graft was sent to the laboratory for cultural exam to search for bacteria. The laboratory results for the graft were negative. It was reported that the hematoma and sepsis were resolved with sequelae on (B)(6) 2024.

Manufacturer narrative:
H6, code b14, c20: a review of the manufacturing records indicated the lots met all pre-release specifications. H3, code b20, c20, d15: as the device was discarded at the facility, no product evaluation could be conducted. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Event description:
The following was reported to gore from the avg 22-09 viedoc study database: on (B)(6) 2024, this 38-year-old male patient underwent an bypass procedure of a gore® acuseal vascular graft (graft) in the left forearm for dialysis. No adverse events occurred during the procedure. A previous av graft (unknown manufacturer) in the right upper arm was not functional anymore and explanted during this procedure. This previous av graft was not possible to be used anymore, because it was already punctured many times. This patient had also a central venous catheter. There was no infection at this time. On (B)(6) 2024, it was reported that a hematoma led to in-patient hospitalization. The repeat intervention date was within the study limb and was performed on (B)(6) 2024. On (B)(6) 2024, it was noted that the patient was diagnosed with sepsis that lead to in-patient hospitalization. This repeat intervention was also noted to be within the study limb and the date was also (B)(6) 2024. On (B)(6) 2024, the patient underwent an repeat intervention, where the graft was explanted due to infection. During this repeat intervention no adverse events did occur. It was reported that the patient had sepsis, fever and bruise on the implanted arm. The surgical wounds then re-opened due to that. It was decided to explant the graft, which was sent back to the laboratory for cultural examination to search for bacteria. Lab results for graft were negative. The implanted graft was not cannulated after the implantation on (B)(6) 2024. The patient was not cannulated because the patient had edema on the implanted arm, which did not resolve, and moreover then the patient had sepsis and fever. Due to all those adverse events, it was not possible to cannulate and finally site staff decided to explant the graft on (B)(6) 2024.

Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore from the avg 22-09 viedoc study database: on (B)(6) 2024, this 38-year-old male patient underwent a bypass procedure of a gore® acuseal vascular graft (graft) in the left forearm for dialysis. A previous gore® acuseal vascular graft (graft) in the right upper arm was not functional anymore and was explanted during this procedure. As reported, it was not possible to use this pre-existing av graft because it was already punctured many times. This patient had also a central venous catheter (cvc). There was no infection at this time. The patient was discharged on (B)(6) 2024. On (B)(6) 2024, during the first visit after the implantation, it was reported that a hematoma led to in-patient hospitalization. As the patient lives nearby pavia, the patient was admitted to a dialysis hospital there. The patient had arm swelling (edema, due to postoperative hematoma), which was judged as a physiological consequence of the recent surgery. The patient was kept seen regularly and persistent swelling of the arm was noticed. There were no local signs of infection, neither fever. The graft could not be used yet due to this swelling, so the hematoma was observed to heal. The hematoma on its own, with no sign of infection, there was no reason to perform a graft explant, so it was not considered at that time. On (B)(6) 2024, persistent fever was reported, which led to in-patient hospitalization in pavia again. On the same day, it was noted that the patient was diagnosed with sepsis originating from hemodialysis catheter that led to in-patient or prolonged hospitalization. The sepsis was confirmed through cultural laboratory tests (date unknown), where enterobacter cloacae was isolated in blood and on the cvc the patient had. An antibiotic therapy was introduced. On (B)(6) 2024, the patient was transferred to the study center in varese (infectious diseases department). Because the patient was admitted to a hospital in pavia before, the study center in varese had could not collect the recent medical history. On the same day, the fever was resolved without sequelae. On (B)(6) 2024, the patient underwent a repeat intervention because of the hematoma and sepsis. Also, the graft was explanted due to a reported infection. It was decided to explant the graft, which was sent back to the laboratory for cultural examination to search for bacteria. Lab results for graft were negative. It was reported that the patient had sepsis, fever and bruise on the implanted arm. The surgical wounds then re-opened as a result of ongoing complications for the patient. It was reported the implanted graft had not been cannulated since the implantation on (B)(6) 2024. The graft was not cannulated because the patient had hematoma on the implanted arm, which did not resolve. Moreover, the patient had sepsis and fever. Due to the patient's ongoing issues, cannulation was not possible. The physician elected to explant the graft on (B)(6) 2024. The graft was sent to the laboratory for cultural exam to search for bacteria. The laboratory results for the graft were negative. It was reported that the hematoma and sepsis were resolved with sequelae on (B)(6) 2024.

Manufacturer narrative:
B5: this supplemental medwatch report (mwr) is sent due to received update from the viedoc study database on the adverse event "sepsis originating from haemodialysis catheter", where the onset date was updated from "(B)(6) 2024". B5 was updated in this mwr to reflect this change.